Event description:
It was reported that the patient with this pacemaker had shortness of breath (sob), with it been attributed to the patient having atrial fibrillation at the time. Technical services (ts) was consulted and reviewed stored data. Ts discussed how this pacemaker system exhibited intermittent undersensing for its right atrial (ra) lead. Ts discussed stored data and the device was functioning as programmed, with the device sensitivity to be reprogrammed to address the undersensing. This device remains in service. No adverse patient effects were reported.